Event description:
Medline bass surgery accessory kit, item# dynj20415c, lot # 18hbv060 was noted contaminated with foreign body after opening in the operating room prior to pt entering room. The kit had grey ashy substance inside the suction tubing and in the light handle cover containers. The affected lot numbers were pulled from stock and sent to the warehouse.